Event description:
It was reported that an asymptomatic patient presented for device upgrade procedure. The atrial lead had a history of noise with inappropriate mode switches. The lead was capped and replaced. The patient was in good condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.